Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the superficial femoral artery was predilated with a 6.0 mm diameter balloon dilatation catheter. The 5.5 mm diameter supera stent was advanced to the superficial femoral artery and the physician began deploying the supera stent. The entire stent was sliding up and down the vessel during deployment as if it was not fully apposed. Deployment was stopped and the stent delivery system, along with the partially deployed stent, were removed from the anatomy without incident. The physician then went in with a 6.5 mm diameter supera stent with no further issues. The vessel diameter was larger than originally thought by the physician. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned stent. The deployment difficulty was unable to be confirmed as the stent already deployed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no indication of a lot specific issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined that the difficulty was due to circumstances of the procedure.